Event description:
Covidien received info that the ventilator failed the breath delivery (bd) power on self-test (post). The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue. (B)(4).